Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false negative results on a patient sample that initially resulted positive when using the simplexa covid-19 direct assay mol4150, lot# x8080n, but then resulted negative after repeating the sample on a different lot (mol4150, lot# x8191n). Run analysis of the simplexa assay results showed the suspected false negative sample ID# (B)(4) initially tested positive for only one target orf1ab with a late CT = 36.2, and then negative when repeated on lot# x8181n. Another sample (ID# (B)(4)) on the same initial run tested positive for one target orf1ab with CT = 33.1 and again positive for orf1ab with CT = 33.1 when repeated on lot# x8181n. The customer stated that the 2 samples were repeated on another pcr instrument and resulted positive on both. With the late CT = 36.2 and repeating as negative on the simplexa assay, it is likely that sample ID# (B)(4) is at the limit of detection of the simplexa assay. No information on the competitor assay was provided. The customer's device and patient sample was not returned for investigation. The issue could not be confirmed. Batch record review showed the critical component, reaction mix mol4151, lot# x8081n, met all qc release criteria prior to kit release. Mol4151, lot# x8081n were tested using positive controls and no-template controls (ntc). Positive controls were tested in triplicate and resulted in zero (0) occurrences of false negatives in either s gene or orf1ab targets. All positive controls were detected at an average CT = 28.2 (s gene) and 28.4 (orf1ab) and the internal control avg CT = 32.2. No malfunctions occurred during qc release testing. Retain testing is no longer possible since the kit lot x8080n expired on 10/31/2020, but based on the information provided, the alleged false negative samples were most likely beyond the limit of detection of the simplexa assay in comparison to the unknown competitor assay. No other false negative results occurred on the other sample that was correctly interpreted by the simplexa assay. The issue could not be confirmed. This is the 1st complaint on mol4150, lot# x8080n for suspected false negative results. As stated in the instructions for use, ifuk.us.mol4150, "negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information" and per the limitations section, item 5 "false-negative results may occur if the viruses are present at a level that is below the analytical sensitivity of the assay or if the virus has genomic mutations, insertions, deletions, or rearrangements or if performed very early in the course of illness."

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostics tests, per the conditions of authorization for this product, suspected false negatives and false positives will be reported under 21 cfr 803, as well as significant changes in expected performance characteristics. There has been no report of patient injury/death due to contribution of alleged false testing results in this event or others with this ivd; however, this is being reported conservatively in the case that if this alleged malfunction were to recur there is a non-remote potential for a patient to incur a serious injury/death. Diasorin molecular llc received a complaint alleging false negative results on a patient sample that initially resulted positive when using the simplexa covid-19 direct assay mol4150, lot# x8080n, but then resulted negative after repeating the sample a different lot of mol4150, lot# x8191n. The customer confirmed the alleged false negative result was not reported to a diagnosing physician due to the discrepancy with the repeat test and no alleged harm occurred. Other than the patient sample ID, other patient information and patient sample collection method was not provided.